Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had a battery acid leak. The patient was advised to replace the batteries. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 2490h9 serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no defect found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.